Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and informed that a lookback was performed, and approximately 40 samples were reported out with low calcium (ca) results. Siemens noted that quality control (qc) results have dropped and recovered within range after repeat testing. Siemens dispatched a siemens customer service engineer (cse) to the customer site. The cse ran a precision study and verified the reported issue. The atellica ch 930 analyzer was inspected, and the cse confirmed the conditioning valve on the reaction washer probe (rd3) was leaking. The cse replaced the valve and noted the reaction probe 4 and 5 failed during the system check. Additional testing was performed, and the analyzer passed the extended probe leak test, and no other issue was noted. The level sensing was verified, and there were no errors. The fluid dispense and aspiration performed without leaks. The cse ran all controls and precision testing. No issues were noted, and the precision was within acceptance criteria. The analyzer is running within the acceptable values. The customer resumed operation, and no other issues were noted. Siemens evaluated the event, and the troubleshooting performed indicates that the valves were failing during operation. The cse resolved the issue by replacing the valves. The analyzer is operating as expected after the service activity. No further evaluation was required and the instrument is operational.

Event description:
The customer contacted siemens and stated that calcium (ca) discordant results were obtained on the atellica ch 930 analyzer. The discordant results were reported to the physician(s). The customer used the same samples and an alternate atellica ch 930 analyzer to perform repeat testing and obtained correct results. The customer issued corrected reports. There are no known reports of patient intervention or adverse health consequences due to the alleged calcium (ca) discordant results.